Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is experiencing a jolting or stimulation sensation in his head and ears since the new leads were implanted. The sensation begins when he turns on the stimulation and slowly subsides. He has informed the physician of the issue, but stated that he is not convinced as there were no leads placed in that area. He does feel coverage in the areas of need despite the sensation in his ears. The pt was advised to use other programs and to consult with his physician if he feels a lead has migrated. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to healing while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.